Event description:
It was reported that one day post implant procedure the patient placed a call to their physician to report epigastric discomfort. When the physician called the patient back the following day, the patient reported they were ok. Then four days later the patient presented to the emergency room (ER) and an echocardiogram was performed. The patient was admitted to the hospital. Upon evaluation, it was found the patient had a pneumothorax and pericardial effusion in which they received a chest tube. A chest x-ray was performed to evaluate lead positioning in comparison to implant. It was found that the right atrial (ra) lead and right ventricular (rv) leads appeared to be in similar location as they were at time of implant. Upon device interrogation and during lead testing, it was found the right atrial (ra) lead was not capturing and the amplitude had changed from 2mv at implant to 1.1mv. Due to the findings, the patient was scheduled for a revision procedure, but prior to the procedure another echocardiogram was performed. As a result, a pericardiocentesis procedure was performed and resulted in the removal of 300ml bloody fluid. In addition, an arterial line was placed to better monitor the patient during the lead revision procedure. A lead revision procedure was performed and the ra lead was successfully repositioned with appropriate sensing, impedance and threshold measurements. The rv lead was also tested during the revision procedure and yielded stable and within range sensing, impedance and threshold measurements. The patient tolerated the revision procedure and was transferred to the intensive care unit with a pericardial drain and right chest tube. Another device check was to be performed the following morning by the boston scientific representative whom was present during the revision procedure. At this time, ra lead remains in service. No additional adverse patient effects were reported.